Event description:
The following was reported to davol by the pt's attorney: ni/ni/2004 - a bard kugel hernia patch, medium oval, 11 x 14cm, lot # 43jnd464, ref # 0010105 was used to repair the pt's hernia defect. On (B)(6) 2011 - the pt underwent surgery to remove the mesh. During surgery the pt's surgeon noted a large wad of balled up mesh which had folded on itself. Attorney alleged disability, additional surgery, defective mesh, balled up/folded mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific pt injury and medical records have not been provided. A lot number has not been provided; therefore a review of the mfg records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.